Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 435 mg/dl while changing entire set and reservoir. The customer blood glucose level was 378 mg/dl at the time of incident. The customer treated high blood glucose with insulin pump. Customer states the cannula of infusion set was bent. The insulin pump flow block alarm and insulin was exited. The device will not be returned for analysis.